Manufacturer narrative:
(B)(4). Device evaluated by MFR: the stent delivery system was returned for analysis. The crimped stent and balloon sections of the device were visually and microscopically examined and distal stent damage was noted. Stent strut row 1 on the distal end of the stent was damaged. The undamaged portion of the crimped stent outer diameter (od) was measured and the result was within the maximum crimped stent profile measurement. There are no issues with the balloon. A visual and tactile examination found no kinks or damage along the hypo tube, mid shaft, inner or outer polymer extrusion. The tip was visually and microscopically examined and no issues were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 07-apr-2017.   It was reported that crossing difficulties were encountered.    Vascular access was obtained via the right femoral artery. The 2.5x9mm, 60 to 70% stenosed, discrete target lesion was located in the diagonal branch. After coaxially engaging the left anterior descending artery with a non- bsc guide catheter, a non-bsc guidewire was placed in the diagonal branch. Pre-dilatation was performed with a non-bsc balloon catheter. A 12x2.50mm taxus¿ liberté¿ drug eluting stent (des) was then advanced, but failed to cross the lesion as it's difficult in negotiating the bend. The device was removed and a buddy wire technique was then utilized. The device was re-advanced however, difficulties were still encountered. The device was removed again and the procedure was completed with another 2.5x12mm taxus¿ liberté¿ des. Post dilatation was performed and angiographic outcome was good. No patient complications were reported and the patient's status was stable.   However, returned device analysis revealed distal stent damage.